Manufacturer narrative:
The returned device was evaluated. During evaluation, all visual and audible alarms functioned properly, except the audio was slightly distorted. The speaker was replaced and the unit functioned as designed. A service history record (shr) review reveals that unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported the speaker sound is distorted. No report of any patient impact or consequences as a result.